Manufacturer narrative:
The albumin reagent lot number was 94146901, with an expiration date of 30-sep-2027. The creatinine reagent lot number was 94464001, with an expiration date of 31-dec-2026. Albumin calibration failed twice on (B)(6) 2026. The alarm trace showed an abnormal aspiration alarm on (B)(6) 2026. The field service engineer found a lot of gel residue on the probe and a valve was contaminated. The valve was replaced and reagent probes were adjusted. The cuvette rinse and filling were checked. A cell blank adjustment was performed. Precision studies were performed and were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with albumin bcp on a cobas c 503 analytical unit. The first patient sample also had discrepant results for creatinine plus ver.2. A doctor questioned the initial sample results. The first sample initially resulted in an albumin value of 7.34 g/l. The sample was repeated on (B)(6) 2026, resulting in a value of 38.1 g/l this sample initially resulted in a creatinine value of 7.36 umol/l and it repeated on (B)(6) 2026 as 45.6 umol/l. The repeat creatinine value aligned with patient history. The second sample initially resulted in an albumin value of 11.9 g/l. When repeated on (B)(6) 2026, the result was 31.7 g/l.